Manufacturer narrative:
The reported events were dislodgement and helix rotation issue. As received, a complete lead was returned in one piece. The lead was returned with the helix extended and clogged with tissue. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length measured within specification. The reported event of helix mechanism issue was confirmed and was isolated to blood/tissue in the helix region.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision of the right ventricular lead due to dislodgement. The physician made an unsuccessful attempt to reposition the lead. The lead was explanted and replaced. The patient was in stable condition.